Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient pulled all the wires out last night and disconnected everything. Patient has been in touch with the doctor and the sales rep in order to get everything hooked back up. No further complications were reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# unknown serial# implanted: explanted: product type screening device product ID 309201 lot# unknown serial# implanted: explanted: product type screening device. If information is provided in the future, a supplemental report will be issued.